Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned and it was in two pieces. The two ends of the catheter were examined under magnification and the edges appeared straight as though they had been cut instead of jagged as stated in the complaint. There were also two nicks noted on the catheter that under magnification appeared to be cuts as well. A definite root cause for the damaged component cannot be established with confidence. A possible cause could be due to an event within the user environment that resulted in the damage to the catheter.

Event description:
The doctor (B)(6) from department of ultrasound, (B)(6) hospital, performed a ptcd on a (B)(6)-years old man at about 4:00 a.m. (B)(6). About 200ml bile were daily drained from the patient from (B)(6). The patient gradually returned to normal. There was no bile out on (B)(6) when the drainage bag changing. 5 ml bile flowed out from (B)(6). So, the dr. (B)(6), from general surgery department, removed the catheter from the patient. There was no resistance during pull the catheter out, but the catheter was broken, part of the drainage catheter remained in the patient. The fracture section of the drainage catheter was uneven and irregular. There were two cracks on the drainage catheter body. Color duplex ultrasonography showed parts of fractured catheter in the gallbladder, parts of catheter in the liver. Abdominal CT examination showed parts of fractured catheter in the liver, the tip of the catheter in the gallbladder on (B)(6). So, the patient was transferred to hepatobiliary surgery. Endoscopic erc+est bile duct stone removal was performed for the patient on (B)(6). Laparoscopic cholecystectomy + abdominal foreign body removal was performed for the patient on (B)(6). During the operation, the fractured catheter was found in the liver, pulled out smoothly, about 4 cm length.